Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent psf for idiopathic scoliosis. Post-op, the patient complained of back pain when the patient sat on a chair. The surgeon suspected that mid line nut of cross link might have caused the pain and plans to remove the crosslink. The surgeon also commented that it was difficult to use except lumbar curve. The concerned product is placed at thoracic levels.